Event description:
Additional information was received from the patient. They reported that they were still having the same ongoing therapy concerns. They no longer work with the same healthcare provider (hcp) so they wanted to try and find a new one. Hcp listings were sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that they were still wetting pants by spells and going to the bathroom frequently since initially received the implant. Patient said that they went through all of the programs however they didn't help. Patient said that their healthcare provider decided to replace the lead. When checked record, it was determined that the replacement lead was placed on the other side which patient said was reviewed with implanting healthcare provider. Reviewed therapy information and general programming guidance. With instruction patient and patient's husband connected to implant however based on current setting, caller and patient decided to try other programs however didn't feel stimulation on the next two programs but did on the third program they tried. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient had a follow up appointment on june 5th. Patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that patient has ms.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2y69p); product type: 0200-lead; implant date (B)(6) 2024; explant date: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.